Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported I-stat act-celite cartridges were producing error codes 31, 46 and 69. The customer obtained 50 error codes in a two week period. Based on the information available, there were no injuries associated with this event.